Event description:
Customer reported two events in which the vein stripper broke in the patient during a vein stripper procedure. The surgeon was required to make 1/2" incision to remove the broken portion. See mfg medwatch report# 1226348-2005-00222 for the second event.